Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was 18 j/cm2 displayed on the generator when the catheter was connected to the generator. The procedure was then performed, but the application resulted to esophageal ulceration followed by many weeks of difficult pain.